Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us contacted zoll to report that a patient developed a 'partly open' skin irritation under the right therapy electrode. The patient's nurse was going to consult the patient's physician. The patient ended use due to an improved ejection fraction. Follow up attempts were unsuccessful. The medical outcome of the irritation is unknown.